Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a051201 captures the reportable event of feeding tube dislodged/dislocated.

Event description:
It was reported to boston scientific corporation (bsc) that an endovive safety peg kit pull method was used during a procedure performed on (B)(6) 2026. On an unknown date, an accidental dislodgement occurred, only the tube of the safety peg kit came out. On (B)(6) 2026, the patient returned for a scheduled post gastric ulcer treatment follow up and dislodgement was identified and treated on the same day. The bumper inside the stomach could not be found and could not be confirmed on x-ray. No abnormalities were observed in the esophagus or duodenum. No symptoms have been observed in patient as a result of the accidental dislodgement. A non-bsc balloon tube catheter was placed in the gastrostomy site. It was found that the gastric ulcer has healed. The mucosa shows healing without problem. No malignant findings were seen. On (B)(6) 2026, it was reported that the bumper portion was found in the patient's stool. There were no patient complications as a result of this event.